Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins was first implanted on the right side, but it became infected. It was itchy, oozing liquid, and smelly. After a few months it was removed and implanted on the left side of their body. It was then stated that there was no infection.